Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. A surgical procedure was performed, during which the pump was removed, the existing pump and balloon were disconnected and left in place, and a new aus was implanted. There were no device issues and no further patient complications.